Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal via an implanted pump. It was reported the patient required a surgery to repair a post-operative seroma.